Event description:
The customer reported via phone call that the insulin pump may not be functioning properly due to her high blood glucose levels. Blood glucose level at the time of the incident was 445 mg/dl. Blood glucose level at the time of the call was 491 mg/dl, which was treated with an insulin injection. The customer reported feeling fatigued and thirsty. During troubleshooting, the customer removed the infusion set and reported that the site was bleeding. Customer was advised that insertion into a capillary may have been preventing the flow of insulin. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.